Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacements unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was pushed back in the right position, monitored and no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed self, active current, and sleep current test. No blank display noted during testing. Unit was also download successfully using thump software for reference. No anomalies noted during download history review. Unit received with the following cosmetic damages: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, stained keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery tube, cracked case, cracked corner of belt clip rails, and cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the tubing got tangled up and dropped the pump. The pump suddenly got no display and cracked on the belt clip. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer reported a blank display. The customer called back after receiving a new battery cap. The customer inserted a new battery with the new cap, but the display did not return. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested, and the customer response was the device will be returned.